Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the iliac artery. The omni elite had resistance during advancement through the vessel; therefore, the device was withdrawn. However, during removal the device met resistance with the distal end of the sheath and the stent partially dislodged; therefore, the devices were removed together as a single unit. The procedure was aborted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported partial stent dislodgment and difficulty to remove were confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The otw omnilink elite instructions for use states: do not attempt to pull an unexpanded stent back through the introducer sheath / guiding catheter; dislodgment of the stent from the balloon may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.